Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the duration of the procedure was 231 min. The procedure occurred on 28 july and device deficiency, stenosis was the day of the procedure, (B)(6) 2022. No other stryker devices are mentioned in the procedure form. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿¿patient neurological deficit¿, ¿patient stroke¿ and ¿patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the treatment of internal carotid artery communicating c7 segment aneurysm the subject flow diverting stent had stenosis, which was persistent immediately downstream of the aneurysm. The physician deployed a stent retriever next to stenosis which restored normal artery caliber. Immediate postoperative patient had left hemiparesis of rapid recovery with persistence of deficit of the 1st and 2nd rays of the left hand the CT showed no vascular anomaly upstream and downstream of the stent and coils. He underwent physiotherapy. After that patient had ischemic stroke with dysarthria, left hemiplegia and swallowing disorders and MRI showed right deep sylvian acute constituted ischemic attack and on dsa an occlusion of the right internal carotid from the c3 segment. Patient also had non- serious headache and CT showed no recent intracranial bleeding. According to site the adverse event had possible relation to the subject flow diverting stent. The adverse events has not been recovered. No additional information available.

Event description:
It was reported that during the treatment of internal carotid artery communicating c7 segment aneurysm the subject flow diverting stent had stenosis, which was persistent immediately downstream of the aneurysm. The physician deployed a stent retriever next to stenosis which restored normal artery caliber. Immediate postoperative patient had left hemiparesis of rapid recovery with persistence of deficit of the 1st and 2nd rays of the left hand the CT showed no vascular anomaly upstream and downstream of the stent and coils. He underwent physiotherapy. After that patient had ischemic stroke with dysarthria, left hemiplegia and swallowing disorders and MRI showed right deep sylvian acute constituted ischemic attack and on dsa an occlusion of the right internal carotid from the c3 segment. Patient also had non- serious headache and CT showed no recent intracranial bleeding. According to site the adverse event had possible relation to the subject flow diverting stent. The adverse events has not been recovered. No additional information available. Update: received additional information on 16-may-2023 stated that incomplete stent opening contributed to the stenosis.

Manufacturer narrative:
B5 executive summary - updated. H6 investigation conclusions - conclusion code grid - updated.